Manufacturer narrative:
Additional device procode: hrs. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during on a distal radius surgery, the surgeon attempted to insert a one (1) cortex screw self-tapping with stardrive recess through a, one (1) guide block for two-column plate on, a one (1) variable angle (va) narrow two-column volar distal radius plate. The cortex screw would not fit through the guide block and proceeded to test out two (2) additional cortex screw on the back table through a separate guide block and was unsuccessful, a va locking screw was used instead. There was no surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: variable angle (va) narrow two-column volar distal radius plate (part #: 02.111.531, lot #: unknown, quantity #: 1). This is report 3 of 5 for (B)(4).